Event description:
It was reported that this right ventricular lead exhibited oversensing, pacing inhibition with asystole less than 2 seconds, high out-of-range pacing impedance measurements, high pacing thresholds and loss of capture and the physician assumed that it was lead fracture. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported.